Event description:
The customer reported that the flow into the ventilator "just goes straight through." The nellcor puritan-bennett factory service technician verified the reported problem by performing the outlet valve test, which failed. The technician inspected the device and replaced the damaged outlet valve assembly. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.